Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00709 ((B)(4) fw965r), 9610612-2019-00710 ((B)(4) fw961r), 9610612-2019-00711 ((B)(4) sw971k), 9610612-2019-00712 ((B)(4) sw970k). Manufacturing side : involved components: (B)(4). The two cases were seen as involved components, related to (B)(4). Sw970k activ l inf.plate gr.s0°/spikes lot: 52423830 sw971k activ l sup.plate gr.s 6°/spikes lot: 52443910 manufacturing side: intra- operative medical intervention was necessary.the instrument arrived without rotation knob (adjustment for the spacer). Except the missing knob the instrument exhibit no visible damages or defects. Investigation: used test- and analysis- equipment: microscope "keyence- vhx 5000 " eq.-nr. 2000024840 ·digital-camera "panasonic dmc tz8" we made a visual inspection of the instrument. Except the missing knob we found no defects or abnormalities. In the next step we tried to attach the enclosed implant system (interior- superior plate and inlay). This was possible without any problems. Then we clamped the implant system at the inserter. After that, we hold the inserter with the implant and shook it. The inserter stayed in the clamped position. In the next step we attached the implant system "upside down" at the inserter. The clamping was possible but not reliable. It took less force to detach the implant from the inserter. If the implant system is attached the wrong way, a clear gap between implant and inserter fork is visible. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot 52423830 at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstance, we suspect that the implant combination was attached "upside down" on the inserter. In this wrong position a sufficient / sure clamping is not assured. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an activ l inf.plate. This incident did occur in surgery. The implant released off the inserter while implanting without loosening of the inserter ((B)(4)). Removal of the implant from the disc space was too difficult due to removal spreader instrument tips being bent inward ((B)(4)) preventing the surgeon to achieve distraction to properly remove the implant. Removal required a lot of aggressive grabbing of the implant, and he was concerned the implant was damaged due to this ((B)(4)). Staff opened a new implant of the same size and that was implanted successfully. The patient outcome was noted as good as the surgery was completed successfully with the new implants. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00709 ((B)(4) fw965r), 9610612-2019-00710 ((B)(4) fw961r), 9610612-2019-00711 ((B)(4) sw971k).